Manufacturer narrative:
Investigation results: no product at hand, therefore a failure description is not possible. No product/package at hand therefore an investigation at the device is not possible. It is to be assumed that the defect at the package was clearly recognizable. Therefore and according to IFU the implant may not be used any more. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available and due to our experience with cases with the same failure, the root cause of the failure is probably transport/usage related. Rationale: the packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per- cent visual inspection within the production process. Therefore we exclude that the device/packaging has left the aag in a damaged condition. It must be mentioned the complained product was manufactured in 2011, therefore we assume that the product was part of a loan service. Therefore it could be possible, that the failure occurred during a high number of shipping processes and transports to the hospital respectively in the hospital. A CAPA was initiated.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report when it becomes available.

Event description:
It was reported that there was an issue with a columbus femural component. Upon observing an implant box that looked damaged from the outside, the sales representative opened it to ensure the implant was sterile inside. When opened, it was discovered the sterile packaging holding the implant was ripped and not sterile. This incident did not occur in surgery as it was discovered during an equipment room consignment inventory stock check done by the sales representative. The malfunction is filed under aag reference (B)(4).